Event description:
It was reported that this patient with a pacemaker presented to the emergency room (ER) and was experiencing bradycardia. Upon review, it was suspected that the right ventricular (rv) lead exhibited loss of capture. Technical services recommended using magnet and a local field representative was contacted for further evaluation. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported.